Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor was resetting and unable to complete incoming functional testing. The cause for the failure were insulated-gate bipolar transistors (igbts) on the defibrillator pca were shorted. The root cause for the shorted igbts was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.